Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate shocks due to atrial fibrillation with rapid ventricular response (rvr). The shocks didn't convert the rhythm and therapy was exhaustion. The patient was sitting in a chair when the shocks were delivered and experienced shortness of breath (sob). In addition, the right atrial (ra) lead was fractured and exhibited high out of range pacing impedances, measuring greater than 2000 ohms. The patient's ra lead was a non-bsc product. It was noted the ICD was implanted under the rib cage posterior to the perineal space with an epicardial lead system. Subsequently, a revision procedure was performed. The physician elected to electrically abandoned the entire ICD system and implant a new transvenous system. No additional adverse patient effects were reported.